Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 20-feb-2029, UDI#: (B)(4); product ID: 9 77a260, serial/lot #: (B)(6), ubd: 17-apr-2029, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implanted lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) and an implantable n eurostimulator 977119 ngrc-ecaps magnetic resonance imaging (MRI) experienced vertigo, which led to a fall downstairs. The fall was described as unrelated to the stimulator. Following the fall, lead migration occurred, resulting in a return of pain and loss of therapy. The patient was able to be reprogrammed to achieve coverage in the pain area. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.